Event description:
It was reported that the pta balloon ruptured at 14atm during use in central lesion venous system. There was no reported retraction difficulty. Another pta balloon was used to complete the procedure. There was no reported pt injury.

Manufacturer narrative:
A further clinical review was performed and identified this event to be MDR reportable pursuant to 21 cfr part 803. The device history records have been reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this failure mode. The device was returned. The investigation is confirmed for a complete circumferential break in the guide wire lumen inside of the balloon. The investigation is unconfirmed for rupture as no ruptures were identified in the balloon. The definitive root cause could not be determined based upon the available info. It is unk if pt and/or procedural issues contributed to the reported event. The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant / reporter was unable or unwilling to provide any further pt, product, or procedural details to bard.